Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was not able to adjust stimulation. The display was showing "call your doctor" icon and there was a power on reset (por) condition. The error code was 0x400 por. This por occurred the day of the report. There was a shocking or jolting sensation, which occurred the same time as the por, and the other two times in (B)(6) 2015. The patient had felt shocking three times. The patient thought the implantable neurostimulator (ins) was protruding, which occurred (B)(6) 2015. The patient felt a warm sensation in or around the ins pocket during recharging. The pocket felt hot when charging in 2015. Troubleshooting that was done to provide insight to the issue was that the patient was programmed on (B)(6) and the sensor was activated. Impedances were all within normal limits. It was unknown what caused the por. When the patient left the office they were getting good coverage. The manufacturer representative had not heard from the patient since then.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 977a260, serial#: (B)(4), impl anted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type, recharger. (B)(4).

Event description:
It was reported that the patient had seen a warning symbol on their patient programmer the day of the report. The programmer went into sleep mode and the patient could not reproduce the warning symbol. The manufacturer representative spoke with the patient and indicated they were seeing power on reset (por). The patient replaced the batteries in the patient programmer and the por cleared. The rep was not aware of the symbol that appeared on the programmer and the issue had been resolved.